Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 300 units. Additionally, it was reported that the customer was reusing syringes up until there was no lines that were visible on the syringe, so it was possible that the customer was not precise with this measurement. The customer's blood glucose level was 260 mg/dl. The customer was able to load a cartridge successfully.